Event description:
It was reported in the ICU, three clinicians reported infusions in which the pump module had a channel error while infusing. Clinicians swapped out devices and reprogrammed the infusions. There was patient involvement however no patient harm. Details on event specifics and devices were not available.

Manufacturer narrative:
Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer. Device was not returned to manufacturing facility